Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that the patient's scs system was not covering patient's crps of knee. As such, the drg system was implanted on (B)(6) 2021 addressing the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
It was reported that during a new perm drg system implant it was noted that the patient¿s scs lead had migrated. As such, the lead was explanted and replaced with a new lead addressing the issue. Reportedly, effective therapy was confirmed post operatively.